Event description:
It was reported that a user did not see the warmup status for the freestyle libre 3+ on the pump after an extended amount of time, and the issue resolved after the patient rescanned the sensor, after which the pump displayed the warmup as expected. No adverse clinical symptoms reported. Outcomes included no reported impact on health and no hospitalization. User support included troubleshooting and user education, including rescanning the sensor and confirming successful pairing and warmup display on the pump. Investigation of this case revealed that the initial pairing or communication between the sensor and the pump failed but recovered after a successful rescan, indicating a transient connectivity or setup issue without device malfunction. It was concluded, based on previously established findings for similar reports, that user interaction and transient communication factors were the most probable cause.

Manufacturer narrative:
Initial